Event description:
It was reported that patient experienced ineffective therapy due to a fractured lead. Effective therapy was restored with reprogramming.

Manufacturer narrative:
B3-date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the serial number was not provided.

Manufacturer narrative:
A patient experienced ineffective therapy due to a fractured lead was reported to abbott. Effective therapy was restored with reprogramming. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.